Manufacturer narrative:
(B)(4). This is report is the same patient as (B)(4). The reported issue was not confirmed because a sample was not returned and the lot number was unknown; however the cause was determined to be use error as it was reported the tubing was cut. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis. By cutting the tubing on the cassette, there was a breach in the sterile fluid pathway. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported the patient was supposed to use a homechoice automated pd set with 3-prong cassette, but instead used a homechoice automated pd set with 4-prong cassette to perform peritoneal dialysis (pd) therapy. The patient cut the tubing on the cassette and taped the tubing together and continued to use this cassette for pd therapy. The home care service representative (hcsr) instructed the patient to discontinue use of the incorrect/cut cassette and notified the pd nurse of the issue. There was no patient injury or medical intervention indicated at the time of the initial report. Additional information was requested, but was not available at this time. This is report 2 of 2.